Event description:
Flash or arc from electrosurgical pencil caught drapes on fire during surgical procedure. There was no pt or user injury. The MFR of the electrosurgical pencil was notified of the alleged malfunction.